Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the position of an impella 5.5 could not be verified via transesophageal echocardiogram. The impella was pulled out and reinserted. There was concern for a clot or biomaterial on reinsertion given the immediate flow saturation. The impella was explanted and a new impella 5.5 was placed.

Manufacturer narrative:
No product was returned for evaluation. The cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the saturated pump flow was due to biomaterial ingestion based on data log analysis and clinical details. The device passed all post-sterile inspection checks.